Event description:
The pt received the scs system which included two quattrode leads from the same lot. It was reported that invalid impedances were identified on both leads. In addition, the pt was experiencing unintended abdominal stimulation. X-rays were taken; however, the results are not available to the manufacturer at this time. Both quattrode leads were removed and replaced. Effective stimulation was recaptured post-operatively.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.